Manufacturer narrative:
(B)(4). D10: unk biomet ha modular proximal body size b x60mm. Unk biomet arcos 13x150mm splined stem. Unk smith & nephew reflection all poly cup. Unk smith & nephew screws. Unk smith & nephew contour acetabular recon cage. Cat# 163660 lot# 581300 28mm dia cocr mod hd -6mm nk. G2: foreign: australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised approximately 4 months later due to recurrent dislocations. Due to the degradation of the bone and soft tissue in the hip, the surgeon determined that the hip was no longer stable and would keep dislocating. Therefore, all components were removed, and the hip was fused. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted liner is fractured and covered in bio-debris. No further evaluation could be made from the provided photos. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: head dislocated from constrained liner, cemented constrained liner failure. Patient bone and soft tissue is degraded meaning hip was no longer stable. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the femoral head and acetabular cup liner. Possible metallosis of the left hip. Loose screws seen. A definitive root cause cannot be determined. As per IFU, only authorized combinations on zimmer and biomet products should be used. Using competitor products is considered off-label use. It is unknown if off-label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.